Event description:
Event description boston scientific received information that during the implant of this left ventricular lead, upon testing the lead in a mid-lateral position no sensing was detected and the pacing impedance was 2873 ohms. There was capture at 6.5v. This was confirmed with three sets of cables and two pacing system analyzers. The physician decided to remove and replace the lead. A new lead was successfully implanted.